Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used for delivery of an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported that the tubing set leaked, "between the secondary clave and the cassette during the infusion of chemotherapy." The volume of solution that leaked was unspecified. There were no reported adverse effects to pt. No reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided, including the method used to clean up the fluid that leaked.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).